Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and possible air bubbles in the tubing. The customer's blood glucose level was 342 mg/dl. The customer treated with a manual injection. The customer reported symptoms of dizziness and confusion. The customer stated they had air bubbles in the tubing that were 4 to 6 inches away from the cap. However, after the customer tried to prime the air bubbles out of the tubing, they did not move. The customer stated the air bubbles looked like a white substance in the tubing. A low reservoir alert, a weak battery alert, and a low battery alert were found in the customer's alert history. The customer performed the self-test and it passed. Nothing was replaced or returned for analysis.